Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge. The customer's blood glucose (bg) level was 128 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.